Manufacturer narrative:
Correction made to g4: PMA/510k # or bla #: k041005 (previously submitted as na). H10: the device was received for evaluation. Visual inspection was performed and the cone of the return male luer lock (mll) was observed broken. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the return line y connector of a prismaflex m100 set was broken and leaking fluid during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.